Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a prolieve thermodilitation system was used during a procedure on (B)(6) 2008. According to the complainant, the system shuts off in the middle of the case; it cannot boot back up, and the monitor displays "no input detected." The procedure was not completed due to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). During the evaluation of the device, the manufacturer found that the ace power supply was defective, causing the system to shutdown. The ace power supply was replaced and passed all performance tests. (B)(4).